Event description:
A doctor alleged that a patient's precice intramedullary limb lengthening rod appeared to be broken.

Manufacturer narrative:
The precice nail was removed and the patient was implanted with a trauma nail. To date, the patient is doing fine.

Manufacturer narrative:
The patient's initials are cv, not sp as submitted in the initial MDR. The device was returned and evaluated. It was determined that the device may have broken due to early weight bearing by the patient. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications and acceptable parameters.